Event description:
Per the clinic, the patient developed an infection at implant site (specific date not reported) secondary to inadequate healing of the external auditory canal (EAC) closure site following fat liquefaction. The implant was subsequently explanted on (b)(6) 2026. Reimplantation on the contralateral side is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.